Manufacturer narrative:
The initial reporter's zip code: (B)(4). The reported event is confirmed, due to returned tubing. Evaluation of sample noted: the labeling is found to be adequate as it states: 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick external catheter ". 6. Use only the purewick urine collection system a/c power cord with the device. Use of an alternate consumer style a/c power adapter or an extension cord may cause damage to device and electrical shock or injury and will void the warranty. There are no serviceable parts in the purewick urine collection system. Adjustments or modifications made by anyone other than an authorized representative of bd will void the warranty. If the purewick urine collection system is not functioning properly after performing the troubleshooting steps, the device may have reached the end of its useful life. With normal use, this device shall remain safe for the useful life. Do not use the device if it is damaged or defective, including, but not limited to the following: cracks separated housing not suctioning properly or no suction damaged power cord failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days. Although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick urine collection system and is not covered under the warranty. As of 14jan2026, the lot number and associated DHR file is not available. Therefore, the DHR review, batch number and expiry date are not needed. If/when the lot # is received, the file will be reviewed and updated accordingly. Based on the results of the investigation, no additional action is required at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states that there is no suction and urine is not being pulled out of the adhesive bag. Normal noise and the machine are on. Patient called in to trouble shoot their pure wick. The patient and rep set up the pure wick and check the power cord, canister, lid and made sure the tubing and elbow pieces were in place. The purewick failed the water test. The patient recently purchased an accessory within the last 60 days. Patient warranty is still active. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Put in a pu/ex to send out a replacement purewick and a st was put in. Tcm will send bio box.

Event description:
It was reported that the customer states that there is no suction and urine is not being pulled out of the adhesive bag. Normal noise and the machine is on. Patient called in to trouble shoot their pure wick. The patient and rep set up the pure wick and check the power cord, canister, lid and made sure the tubing and elbow pieces were in place. The purewick failed the water test. The patient recently purchased an accessory within the last 60 days. Patient warranty is still active. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Put in a pu/ex to send out a replacement purewick and a st was put in. Tcm will send bio box.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.